Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 10.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. The offset coil wind likely contributed to the resistance encountered during the functional test and prevented the smart coil from being advanced through a demonstration microcatheter. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. The kink was likely incidental to the reported issue and may have occurred while packaging the device for return to penumbra. Penumbra coil are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01409, 3005168196-2018-01410.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment (handle). During the procedure, a smart coil would not advance out of its introducer sheath and into a non-penumbra microcatheter; therefore, it was removed. The physician then successfully placed another smart coil in the target vessel. Next, the physician advanced a new smart coil in the target vessel and used a handle to detach it; however, the smart coil would not completely detach. Therefore, the physician manually detached the smart coil. The procedure was ended after the manual detachment of the smart coil. There was no report of an adverse effect to the patient.